Manufacturer narrative:
(B)(4). (B)(6) study clinical trial. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the (B)(6) clinical study. Reportedly, the patient has a history of pancreatic cancer. Baseline liver function tests were taken on (B)(6) 2016. Baseline assessment of biliary obstructive symptoms were taken on (B)(6) 2015 and reported: jaundice, dark urine and pale stools. According to the complainant, the patient underwent an ercp, computed tomography (CT), and endoscopic ultrasound (eus) with fine needle aspiration (fna) with a malignant result. On (B)(6) 2015, the patient underwent an ercp with stent placement during an outpatient procedure. A pancreatogram was performed and prophylactic nsaids were administered during this procedure. The wallflex biliary rx fully covered rmv stent was placed successfully and the procedure was completed. On (B)(6) 2016, during an assessment of biliary obstructive symptoms the patient presented with jaundice. Reportedly, the wallflex biliary rx fully covered rmv stent had experienced a complete distal migration. The migration was not due to stricture resolution. On (B)(6) 2016 the patient underwent an unscheduled biliary reintervention procedure to address the biliary obstructive symptom and recurrence of the original biliary stricture. During this procedure, a 10mm x 60mm wallflex biliary uncovered stent was implanted in a successful manner. There were no adverse events reported.